Event description:
It was reported that the patient faced infusion set tubing was leaking at the quick release on (B)(6) 2026. The infusion set tubing was not going through and was dripping out. The infusion set was in use for five hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.